Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the retainer ring of insulin pump was missing. The customer stated that the reservoir did not lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and p-cap or reservoir locked properly in place. Device received with scratched case. Device received with pillowing keypad overlay. Device received with the new style all black retainer still attached to the insulin pump case. No damage to the reservoir tube lip or retainer noted. (B)(4).